Event description:
Patient was having an hemodynamic instability and the pump was set to infuse norepinephrine at 3mcg/kg/min ¿ 290ml/hr. The pump did not alarm when it created a suction event from the tubing/bag, drip chamber ¿ therefore no medication was infusing to the patient. IV push epinephrine was given, epinephrine drip was started as well to achieved hemodynamic stability. The pump was discovered running without medication running from the drip chamber and it did not alarm. Patient outcome ¿ patient was resuscitated and remains in the ICU. FDA safety report ID# (B)(4).